Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported she had a stryker triathlon right knee prosthesis put in on (B)(6) 2012. She stated that over 5 years she noticed something wrong, chronic pain, swelling never left collapsing of knee range of motion inhibited. Patient was revised on (B)(6) 2018.

Manufacturer narrative:
An event regarding range of motion involving a knee implant was reported. The event as not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: not performed as no medical records were received for review with a clinical consultant. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had chronic pain, swelling never left collapsing of knee range of motion inhibited. The event could not be confirmed nor the cause be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported she had a stryker triathlon right knee prosthesis put in on (B)(6) 2012. She stated that over 5 years she noticed something wrong, chronic pain, swelling never left collapsing of knee range of motion inhibited. Patient was revised on (B)(6) 2018.